Event description:
Left total knee was originally placed in 1998. Pt at time of surgery in 2006, had reported that she has had ongoing pain on exertion since the time of the original placement in 1998. In 2006 all knee components were removed and an antibiotics spacer was placed. In accordance with hospital policy the components removed are not available for release.